Manufacturer narrative:
The device was in use for treatment. The lead remains implanted for approximately 14 years, 7 months, and will not be returned for analysis. As a result, the cause of the failure could not be determined. Review of the device history record identified no rejects for this lot number. A review of the complaints for this lot number found no additional complaints. Although the cause of this failure could not be determined, potential causes of this failure may be: improper assembly, components not made to specification, damaged coating on tip during implant, improper lead placement, fractured conductor filars, or adhesive present on electrodes. The potential effects from this type of failure include: less efficient pacing and more frequent battery replacement, and lead may require a second procedure for repositioning or removal. This lead is no longer manufactured and last sale was in year 2009. Based on the investigation a CAPA is not required. Controls are in place during manufacturing for electrical and visual verification. In addition, qa in-process and final inspection verify the electrical resistance is checked with a multimeter and readings are on the work order. Also, all tubing is inspected according to the procedure criteria/inspection of polyurethane and silicone tubing. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance.

Event description:
The customer reported technical services received a call from a clinician that low out-of-range pace impedance measurements were detected on (B)(6) 2016 (date of device implant) as well as noisy signals on (B)(6) 2016. When the lead safety switch was triggered, the patient felt muscle stimulation in unipolar. The right atrial (ra) lead remains actively implanted for approximately 14 years, 7 months.